Event description:
It was reported that implant was removed due to fractured collar. Implant was returned with a fractured zimmer screw inside. Removal / bone graft / new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k101880.